Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, at the beginning of an interventional procedure of the left leg via access in the right common femoral artery, a flexor ansel guiding sheath separated at the shaft. The sheath was advanced over an unknown 0.035 inch wire guide to the left leg. The user then switched out the 0.035 inch wire guide for an unknown 0.014 inch wire. An unspecified 0.014 balloon was then advanced through the sheath; however, resistance was encountered upon advancing the balloon. The user pulled the sheath back to allow the balloon to pass and reported resistance as the sheath was pulled. The physician reportedly feels that the sheath had passed through the struts of an existing endograft that was placed in february of 2020 and had become stuck in the struts. While trying to free the sheath from the struts, the physician reported feeling the sheath separate. The dilator was not in place at the time of separation or upon removal of the device. The patient was taken to surgery for removal of the sheath. The patient was hospitalized after the surgical retrieval; however, is doing well. A photo provided by the customer shows unraveling and separation of the shaft material. Investigation evaluation: reviews of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, a photo was provided, confirming separation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. There is evidence to support that the device was manufactured to specification. As there are adequate inspection activities established and objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in-house or in the field. The product instructions for use (IFU) suggests reinsertion of the dilator upon removal of the device. Risk controls are in place for this failure mode. Based on the information provided and the results of the investigation, cook has concluded that the cause of this event can likely be traced to the procedure and user issues. The customer reported that it is believed the complaint device became stuck in the struts of a pre-existing endograft. As the user attempted to free the sheath from the struts, the sheath separated. The dilator was not in place at the time of the separation, as suggested in the IFU. The risk analysis for this failure mode was reviewed and no additional escalation was required. There is currently a CAPA investigation open to investigate this product failure. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation = manager. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, at the beginning of an interventional procedure of the left leg via access in the right common femoral artery, a flexor ansel guiding sheath separated at the shaft. The sheath was advanced over an unknown 0.035 inch wire guide to the left leg. The user then switched out the 0.035 inch wire guide for an unknown 0.014 inch wire. An unspecified 0.014 balloon was then advanced through the sheath; however, resistance was encountered upon advancing the balloon. The user pulled the sheath back to allow the balloon to pass and reported resistance as the sheath was pulled. The physician reportedly feels that the sheath had passed through the struts of an existing endograft that was placed in (B)(6) 2020 and had become stuck in the struts. While trying to free the sheath from the struts, the physician reported feeling the sheath separate. The dilator was not in place at the time of separation or upon removal of the device. The patient was taken to surgery for removal of the sheath. The patient was hospitalized after the surgical retrieval; however, is doing well. A photo provided by the customer shows unraveling and separation of the shaft material.